Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Correction: section d9 - device available for evaluation should have been yes rather than no correction: section d9 - date returned to manufacturer should have been april 18, 2023 rather than blank. The reported observation of ¿ipg does not display¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.